Manufacturer narrative:
There was no alleged malfunction/deficiency with the device. Based on the available information, the event was a result of use error; the patient did not adhere to the device labeling and instructions. The irc5po2v user manual (part 1193322 rev b) states on page 9, "do not smoke while using this device. Do not use near open flame or ignition sources. No smoking signs should be prominently displayed. Keep all open flames, matches, lighted cigarettes, electronic cigarettes or other sources of ignition at least 10 feet away from this concentrator or any oxygen carrying accessories such as the cannulas or tanks.¿ in addition, the device itself is prominently labeled regarding the hazard of smoking or exposing the unit to an open flame/ignition source.

Event description:
Invacare received medwatch report (B)(4). It was reported the patient went outside to start his grill forgetting he had oxygen on. He lit the grill and a flash fire occurred. The end user sustained second degree burns to his upper lip, tip of nose and nostrils. No medical treatment was alleged. Multiple attempts to obtain further information concerning the injuries and treatment were unsuccessful. The incident is being reported in an abundance of caution due to the reporter, a registered nurse, classifying the injuries as life threatening.